Event description:
It was reported that this lead was explanted one day after the implant due to other non-product experience. A new lead was successfully implanted in the left bundle branch (lbb). No additional adverse patient effects were reported.